Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The current black box showed one pump reboot due to a "replace battery" alarm. The pump was returned with a crack in the battery compartment starting at the threads to the left of the grip pad. The battery compartment was also cracked. The intermittent power issue was not duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and there were no defects found. Unrelated to the original complaint, the cartridge compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.